Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was unable to be interrogated. Abbott technical support was contacted and a software update was performed to resolve the event. The patient experienced no adverse consequences.